Event description:
The customer reported that their caregroup alarm tones were not being generated on all of their bedside monitors. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.